Event description:
Info received alleged that there was a slow foot hi/lo drift on this unit. No injury reported.

Manufacturer narrative:
Technician found that there was a slow foot hi/lo drift. Replaced the hi/lo foot cylinder on the unit to resolve this issue.